Manufacturer narrative:
MDR 3003442380-2024-04029 - device 7 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in spain, on (B)(6) 2024, the patient reported that the infusion set cannula was kinked, within 3 hours of insertion and blood glucose level upto 54-500 mg/dl. The infusion set long for few hours. Furthermore, the customer confirmed that he replaced the infusion set and resume insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008136 have already been previously tested in the pr (B)(4) on 01-apr- 2025. Test results: the reference samples were visually inspected and flow test. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6008136 was manufactured according to the work instruction (wi) version 28 manufactured in the line 1, on 17/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 08/apr/2024 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6008136 and one complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.